Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump to ensure continued insulin delivery, and technical support arranged warranty replacement pump, confirmed shipping details, and sent instructions to place malfunctioning pump in storage mode and return it within 10 days using provided materials, as well as to re-enter pump settings and reconnect cgm on replacement device, all of which customer understood and acknowledged.